Event description:
It was reported that during a da vinci s surgical procedure, the pk dissecting forceps instrument was not dissecting. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the pitch cables at the distal clevis hub are broken, causing the issue experienced by the customer. The clevis does not exhibit any damage or wear marks. Both cable crimps remained in clevis. Engineering evaluation also found that one grip is bent, causing side to side misalignment of grips. There is a 0.064 offset at the tips. The grips do not meet together once the grips are closed. Engineering concluded that damage to the grips is likely due to overloading at the tip or excessive force applied to the grips. The instrument passed electrical continuity testing. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.